Manufacturer narrative:
Dob unavailable. Weight unavailable.

Event description:
A lead extraction procedure commenced to extract 3 leads: 2 right ventricle (rv) leads and 1 right atrial (ra) lead due to bacteremia. Multiple lead management devices were used during the procedure, including a spectranetics glidelight laser sheath, spectranetics tightrail rotating dilator sheath, spectranetics lead locking device (lld) and spectranetics visisheath dilator sheath. During the procedure is was determined by the physician that it was going to be a failed extraction of the leads (attempted and unable to obtain more information about why it was a failed lead extraction). The physician then attempted to unlock the lld¿s to remove them from the leads with no success. The physician then decided to cut and cap the leads and close the pocket. There was no patient injury. This report captures the lld that was on the 4461 pacing rv lead. This lld was cut and capped within the leads which then remained inside the body. The other two lld's that were cut and capped during this procedure are referenced in mdrs #1721279-2020-00083 and #1721279-2020-00080.